Manufacturer narrative:
Damaged cartridge cover. Evaluation summary: the analysis results confirmed that the 35lrt resposable sleeve was returned with the cannula broken in two pieces. An investigation has been initiated to determine the cause of this issue. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an unk procedure, the device jammed. Another device was used to complete the case. No adverse consequence.